Event description:
It was reported that the patient presented to the ER (emergency room) complaining of fatigue. The device was unable to be interrogated, and there was no response with a magnet. The monitor revealed a junctional escape rhythm in the 30s. The device was replaced. It was subsequently returned with a report of rapid battery depletion, and the device was completely dead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model; however, implant placement was subcutaneous. Evaluation summary: analysis of the device revealed fractured battery bond wires, consistent with the advisory for this model. Other: it was reported that the patient presented to the ER (emergency room) complaining of fatigue. The device was unable to be interrogated, and there was no response with a magnet. The monitor revealed a junctional escape rhythm in the 30s. The device was replaced. It was subsequently returned with a report of rapid battery depletion, and the device was completely dead. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination: component/subassembly failure. Wire, device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none.